Event description:
Customer reported that the sensor is not working properly and are having issues with obtaining a saturation and accurate pulse rate within a specified time on their newborns in transition, more specifically to the ones who are sicker and have poor apgar scores upon delivery. No known impact or consequence to patient.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.